Event description:
It was reported the patient lost symptom control around (B)(6) 2012 after getting a pump implanted. The device was interrogated but it was continuously showing a power on reset (por) condition while being interrogated. Impedances were measured and the results were >4000 ohms at 2.0 volts. The device would not let impedances be checked at a higher voltage. Communication could not be established with the device, and according to the readouts, the battery kept turning off and re-setting. Several attempts were tried, but the battery would not turn on. The device was placed in the off position, and a battery replacement was scheduled for the following week. It was noted the event occurred following electromagnetic interference (emi) exposure, but no further details regarding the emi were reported. About a week later, there was an end of service (eos) message. The device had been going into continuous pors and then depleted. The battery depletion was reported as normal. The device was replaced, and the patient recovered without sequela. There was no patient injury, and the new device was functioning normally.

Manufacturer narrative:
Product ID 3889-28, lot # v570356, implanted: (B)(6) 2011, product type lead, product ID 3037, serial # (B)(4); product type programmer, patient. The device has been returned for analysis. A follow up report will be sent when analysis is complete.

Manufacturer narrative:
Analysis of the implantable neurostimulator model 3058, serial # (B)(4) found no significant anomalies. Normal end of life. No telemetry and no output.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.